Event description:
It was reported that the customer had an adverse event on (B)(6) 2014. Customer's blood glucose level was 26 mg/dl. Customer was treated by the emergency medical technician at their home. Customer miscalculated his evening bolus and he became unconscious. Customer has been experiencing low blood glucose levels. Customer changed the overnight basal after the event. Customer was advised to speak to their health care provider regarding the low blood glucose levels. Customer's current blood glucose level was 105 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.